Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger,product ID: 37791, serial# unknown, product type: recharger. Product ID : pnma01411a004, serial# unknown. Product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding external devices to an implantable neurostimulator (ins) implanted for spinal pain indications for use. It was reported that pt had a damaged desktop charger (dtc) cord. Pt said that the dtc pin is bent and cord is frayed "just like the old one was". Pt said that they were sent a new dtc a couple months ago, but the manufacturer's patient services specialist (pss) found that call was from 2021-nov-24. They said this damage was noticed when they opened the box that repair sent with new dtc. Pt mentioned that they can charge a little but pt said ins is totally dead and they can't walk or anything without it. It was also reported that pt saw a 376 code which started happening about 3-4 days ago. It was also reported that pt had a damaged recharging belt. Pt says their belt broke about a year ago, and said it was 2022. A replacement dtc, insr antenna, and recharging belt were sent out.